Event description:
It was reported via repair work order that the side rails were unable to be latched in the up position due to a damaged bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rails were unable to be latched in the up position due to a damaged bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.